Event description:
As the physician advanced the penumbra coil 400, he decided he did not like the placement of the coil. As he tried to pull it back, it detached. The coil was left in position and continued the case with the other coils. There was no patient injury. The case was continued with additional coils and completed successfully. The hospital would not provide patient information. This MDR is associated with mdrs 3005168196-2012-00006 through 3005168196-2012-00013.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Discarded by hospital.